Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was a suspected lead fracture. The lead was explanted. No patient complications have been reported as a result of this event. Further, an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, outer tubing overlay with cosmetic environmental stress crack, there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring sleeve.